Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during drain 3 of 4. Per the initial report, the home patient (hp) had a system error 2367 (air in the cassette). The home patient (hp) stated he was still connected to the machine. Global product surveillance (ps) contacted home patient (hp) on (B)(6), 2011 regarding the reported problem. The hp had ended therapy for the night. The hp stated that he did not connect t one of the supply bags all the way.

Manufacturer narrative:
(B)(4) . This complaint is for a report of a system error 2367 alarm. Complaint is not confirmed because no previous critical system error alarms were reported by patient. The label review found the labeling adequate for the use error in this complaint. The assignable cause for the reported problem was undetermined.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.